Event description:
It was reported that multiple occlusion and altitude alarms occurred. Pump supplies were changed multiple times to address the alarms. Customer's blood glucose was 140-300 mg/dl. Customer reverted to using manual injections for insulin therapy.